Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The customer no longer has the lancets to return.

Event description:
A nurse complained that a safe-t-pro lancet did not retract. After a nurse tested a patient, the lancet did not retract. During disposal of the lancet, the nurse accidentally stuck her finger. The nurse was seen at the occupational health care center where diagnostic tests were performed. The patient also underwent diagnostic testing. The nurse is fine. No treatment was required. No adverse event occurred due to the accidental finger stick. The lancets were requested for investigation, however, the lancets are no longer available to return.